Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for further evaluation. The assignable cause of the smoke/haze is likely due to the catalytic converter and oil mist filter. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of a ¿smoke¿ or haze emitting from the sterrad® 100nx sterilizer. One male healthcare worker (hcw) experienced a headache. The hcw left the room and his headache resolved within an hour; he did not seek or receive any medical attention/treatment and was reported to be "ok." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction subsequent to a serious injury.